Event description:
It was reported that an occlusion alarm occurred. Customer reloaded the same cartridge and resumed insulin therapy. Customer¿s blood glucose level was 200 mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evalutaion is not yet complete. A supplemental report will be submitted upon completion of the evaluation.